Event description:
A report was rec'd involving pro osteon implant 500 block used to repair a proximal tibial fracture. Subsequently, the pt developed an infection. A culture of the wound tested positive for staphylococcus aureus. The pt was treated with multiple debridements and antiobiotics with subsequent removal of the metal plate and screws and eventual removal of the pro osteon. The dr reported that the pro osteon was not the cause of the infection.